Manufacturer narrative:
(B)(4). Manufacturing site eval: eval ongoing.

Event description:
Country of complaint: (B)(6). While the surgeon was using the instrument the jaw part snapped off. All pieces were retrieved but there was a delay in surgery of around 15 minutes. The pt was fine; no issues after the operation.